Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. After clearing the alarm, the customer's insulin pump would not respond. The customer changed the battery, reset everything on the insulin pump but then the buttons were not responding. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from possibly work. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed prime, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. No button error alarm. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.